Event description:
Boston scientific crm received information that during a follow up visit, this implantable cardioverter defibrillator displayed symptoms of pocket erosion. A replacement procedure was performed, this device was surgically abandoned and will be replaced in the near future. No further adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device was surgically abandoned. Should additional information become available, this event will be updated.